Event description:
It was reported the pt has not charged the ipg in approx six months and lost stimulation approx a month ago. The pt could not establish communication with the ipg using two charging systems. The pt was successful in establishing communication with the programmer at an earlier date but was unable to turn on stimulation. The pt reported she lost weight. The pt will be consulting with physician regarding an ipg replacement.

Manufacturer narrative:
(B)(4). This ipg serial number was included to field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.